Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a video-assisted thoracoscopic surgery, the device would not fire, due to empyema thoracis, as the lung was hard. At the second firing , the surgeon articulated the jaws and tried to fire the device, however could not fire it. It was replaced by a new reload, and the firing was successful. At the third firing , the surgeon tried to fire the device, however could not fire it. It was replaced by a new reload, and the firing was successful. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads full complements of staples. The knife bars were herniated from the side of the reloads with the jaws unclamped. Due to the condition of the reloads, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.